Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2015 due to a loose stem. The femoral stem was removed and replaced with a competitor stem.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - 1998 or 1999.